Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarms, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer reported that when the patient bent over, the freedom driver exhibited a fault alarm that resolved. The patient bent over a second time and the freedom driver exhibited a fault alarm that did not resolve. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver in "as received" condition passed all functional test requirements, which included testing at normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was placed on a 48 hour observation run and was confirmed to perform as intended with no issues. There was no evidence of a device malfunction. The results of the investigation indicate that the likely cause for the customer-reported alarms was a kinking of the drivelines when the patient bent over. By design, the driver will alarm if the cardiac output (co) on the driver falls below 3.5 lpm. The customer reported that co dropped into this range, so an alarm would be expected. Investigation testing confirmed that the driver alarmed during driveline kink test and performed as intended. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that when the patient bent over, the freedom driver exhibited a fault alarm that resolved. The patient bent over a second time and the freedom driver exhibited a fault alarm that did not resolve. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported patient impact.